Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient has notified their healthcare provider (hcp) about the implantable neurostimulator (ins) stopped working, wetting a lot, loss of therapy, pounding in the crotch, stinging by the butt, stabbing/pain where the implant is and have had several visits there. The hcp would restart the ins, but by the time they left the office and got to the car, the patient said the ins was off again. They further stated that this is the way it has been working, and as a result, they've had no change in wetting and urine infections. The patient has to wear several heavy pads just to go to town. The patient can't go everywhere without soaking themselves. They are embarrassed. The patient's weight hasn't changed and the patient has "severe pain occurring [illegible] unit was placed at times so bad it wake me up of I lay just right." The patient is asking if the unit can be explanted as it is not doing anything for them. They would just have to buy pads and pull ups so they can go to town. The circumstances that led to the ins stopped working, wetting a lot, loss of therapy, pounding in the crotch, stinging by the butt, stabbing/pain where the implant is unknown; they haven't had a change in their wetting "at that it worse." The steps taken to resolve the ins stopped working, wetting a lot, loss of therapy, pounding in the crotch, stinging by the butt, stabbing/pain where the implant is are unknown. The patient feels the ins is causing them more problems than it worked. They've had the ins since (B)(6)2016 and the problem has worsened. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient¿s stimulator worked great the first time she had it put, but shortly after, she had it programmed, and it shut off. Patient went back and had it reprogrammed and then it stopped working again. Patient stated she was currently wetting a lot. Patient couldn¿t narrow down when the loss of therapy first occurred, but stated it happened shortly after implant. Patient stated she tried to change settings, but after a few hours, it felt like someone was pounding the patient in the crotch with a hammer. Patient stated she did not try anything else with the controller since then because she was afraid. Patient reported it stings right by her butt and if the patient laid down and rolled over, it would wake the patient right up because of the pain. Patient reported the pain was where the implant was, and it felt like something was stabbing the patient. Patient was redirected to follow up with healthcare professional (hcp) for the reported issues. No further symptoms reported. No device complications reported/anticipated.